Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported during the intraocular lens implantation the haptic was broken. There was no harm to the patient and no medical or surgical intervention was needed. The patient symptoms have resolved. The lens was cut and removed from the eye in the same procedure. The surgery was completed by using a replacement lens. Additional information has been requested.